Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device and seven electronic photos was returned for evaluation. A visual inspection found fibers at the distal cone to be unraveled, combined with peeled pebax. It is likely that the user perceived the unraveled fibers as frayed. Additionally, peeled pebax was found along the length of the device. Therefore, the investigation is confirmed for unraveled fibers, as well as confirmed for peeled pebax. The definitive root cause for the identified unraveled material and peeled pebax could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4).

Event description:
It was reported that during an angioplasty procedure, frayed material of the pta balloon was allegedly found at the distal end. Reportedly, there was no issue retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. This event has been determined to be MDR reportable.

Event description:
It was reported that during an angioplasty procedure, frayed material of the pta balloon was allegedly found at the distal end. Reportedly, there was no issue retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.